Event description:
It was reported that a patient underwent mastectomy on (B)(6) 2012 and a drain was used at the front of the breast muscle. Upon activation, the drain failed to drain. The surgeon replaced it with another drain. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. One drain cut in two pieces was received. It was inspected and both pieces were found to o be conforming and also fully passable. No defects were noted.